Event description:
Customer reported that on (B)(6) 2012, she noticed that there was blood over the cannula. She believes that the cannula had came out of the skin. She also stated that her blood glucose level measured 600 mg/dl using an accuchek meter. Customer discarded the device.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to assess the product condition. The customer reported that she thought the cannula had dislodged from the infusion site. This condition will interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported so no qualification record review was performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin deliver is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."